Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopy bil. Salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menstrual disorder and infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (termination)"), chlamydial infection ("infections/infection (bladder/urinary tract/vaginal) type: chlamydia"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst") and haemorrhagic anaemia ("other injury(ies) or complication please describe: anemia due to heavy bleeding") in a 36-year-old female patient (gravida 5, para 4) who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included uterine fibroid and intramural leiomyoma of uterus. On (B)(6)2009, the patient had essure inserted. On (B)(6)2011, 2 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient experienced chlamydial infection (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2015, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), vulvovaginal mycotic infection ("infections/infection (bladder/urinary tract/vaginal) type: yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen area pain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a laparoscopy bil. Salpingectomy, tubal ligation, oophorectomy (one side removal of ovary)) and surgery (oophorectomy (one side removal of ovary). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, chlamydial infection, ovarian cyst, haemorrhagic anaemia, menstrual disorder, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, chlamydial infection, depression, dysmenorrhoea, dyspareunia, haemorrhagic anaemia, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (termination)'), chlamydial infection ('infections/infection (bladder/urinary tract/vaginal) type: chlamydia'), oophoritis ('infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast infection'), ovarian cyst ('other injury(ies) or complication please describe: ovarian cyst') and blood loss anaemia ('other injury(ies) or complication please describe: anemia due to heavy bleeding') in a 34-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/no patency". The patient's medical history included oophorectomy on (B)(6) 2013, pregnancy on (B)(6) 2011, multigravida, parity 4, macrosomia, dermoid cyst of ovary, menometrorrhagia and borderline serous tumor of ovary. Concurrent conditions included uterine fibroid, intramural leiomyoma of uterus, anemia, yeast infection, vaginitis, polymenorrhoea, lsil, menstruation abnormal, menopause, tracheal squamous cell metaplasia, anaemia of chronic inflammation, uterine bleeding, oophorectomy, pelvic adhesions, gastric bypass and hemostasis. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), eszopiclone (sono), ibuprofen, ibuprofen (motrin) and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), 28 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant) and blood loss anaemia (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced oophoritis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("abdomen area pain") and back pain ("back area pain"). The patient was treated with surgery (oophorectomy (one side removal of ovary and total laparoscopic hysterectomy / bilateral salpingectomy, possible unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue was resolving, the pregnancy with contraceptive device outcome was unknown and the chlamydial infection, oophoritis, ovarian cyst, blood loss anaemia, menstrual disorder, abdominal pain, back pain and vulvovaginal mycotic infection had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: pregnancy (2011) case- 2018-177935. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion. Imaging procedure on (B)(6) 2009: no patency. Pregnancy test: on an unknown date: positive. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, ovarian cyst, menorrhagia. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received. Outcome of events vaginal bleeding, menorrhagia, pain, dysmenorrhea, fatigue, dyspareunia, depression and anxiety were updated. Laboratory data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (termination)"), chlamydial infection ("cinfections/infection (bladder/urinary tract/vaginal) type: chlamydia"), oophoritis ("infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast infection"), ovarian cyst ("oother injury(ies) or complication please describe: ovarian cyst") and haemorrhagic anaemia ("other injury(ies) or complication please describe: anemia due to heavy bleeding") in a 34-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concurrent conditions included uterine fibroid and intramural leiomyoma of uterus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("fatigue"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced fungal infection ("infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On an unknown date, the patient experienced oophoritis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("abdomen area pain") and back pain ("back area pain"). The patient was treated with surgery (oophorectomy (one side removal of ovary and underwent a laparoscopy bil. Salpingectomy, tubal ligation)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, chlamydial infection, oophoritis, ovarian cyst, haemorrhagic anaemia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fungal infection and fatigue had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, haemorrhagic anaemia, menorrhagia, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received: new event fatigue and outcome for all event were added. Event infections/infection (bladder/urinary tract/vaginal) type: yeast infection was updated to infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast infection and coded to ovarian infection and yeast infection. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), chlamydial infection ('infections/infection (bladder/urinary tract/vaginal) type: chlamydia'), oophoritis ('infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast infection'), ovarian cyst ('other injury(ies) or complication please describe: ovarian cyst') and blood loss anemia ('other injury(ies) or complication please describe: anemia due to heavy bleeding') in a 34-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/no patency". The patient's medical history included oophorectomy on (B)(6) 2013, pregnancy on (B)(6) 2011, multigravida, parity 4 (B)(6) 1995, (B)(6) 1996, (B)(6) 2009, (B)(6) 2011), macrosomia, dermoid cyst of ovary, menometrorrhagia and borderline serous tumor of ovary. Concurrent conditions included uterine fibroid, intramural leiomyoma of uterus, anemia, yeast infection, vaginitis, polymenorrhoea, lsil, menstruation abnormal, menopause, tracheal squamous cell metaplasia, anaemia of chronic inflammation, uterine bleeding, oophorectomy, pelvic adhesions, gastric bypass and hemostasis. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), eszopiclone (sono), ibuprofen, ibuprofen (motrin) and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), 28 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia), heavy menstrual bleeding ("abnormal bleeding (menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant) and blood loss anemia (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (termination"). On an unknown date, the patient experienced oophoritis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("abdomen area pain"), back pain ("back area pain/ back lower area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (oophorectomy (one side removal of ovary and total laparoscopic hysterectomy / bilateral salpingectomy, possible unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal hemorrhage, dysmenorrhoea, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the pregnancy with contraceptive device outcome was unknown, the chlamydial infection, oophoritis, ovarian cyst, blood loss anaemia, menstrual disorder and vulvovaginal mycotic infection had not resolved and the heavy menstrual bleeding, depression, anxiety, dyspareunia and fatigue was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, blood loss anemia, chlamydial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: pregnancy (2011) case: (B)(4). Treatment received for pain, bleeding, psych injury, bladder and urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: no patency. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, ovarian cyst, menorrhagia. Lot number: 619696. Manufacturing date: 2009-02. Expiration date: 2012-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), chlamydial infection ('infections/infection (bladder/urinary tract/vaginal) type: chlamydia'), oophoritis ('infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast infection'), ovarian cyst ('other injury(ies) or complication please describe: ovarian cyst') and blood loss anaemia ('other injury(ies) or complication please describe: anemia due to heavy bleeding') in a 34-year-old female patient who had essure (batch no: 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/no patency". The patient's medical history included oophorectomy on (B)(6) 2013, pregnancy on (B)(6) 2011, multigravida, parity 4 (on (B)(6) 1995, on (B)(6) 1996, on (B)(6) 2009, on (B)(6) 2011), macrosomia, dermoid cyst of ovary, menometrorrhagia and borderline serous tumor of ovary. Concurrent conditions included uterine fibroid, intramural leiomyoma of uterus, anemia, yeast infection, vaginitis, polymenorrhoea, lsil, menstruation abnormal, menopause, tracheal squamous cell metaplasia, anaemia of chronic inflammation, uterine bleeding, oophorectomy, pelvic adhesions, gastric bypass and hemostasis. Concomitant products included drospirenone; ethinylestradiol betadex clathrate (yaz), eszopiclone (sono), ibuprofen, ibuprofen (motrin) and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant) and blood loss anaemia (seriousness criterion medically significant). On (B)(6)2015, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (termination)"). On an unknown date, the patient experienced oophoritis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("abdomen area pain"), back pain ("back area pain/ back lower area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (oophorectomy (one side removal of ovary and total laparoscopic hysterectomy / bilateral salpingectomy, possible unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the pregnancy with contraceptive device outcome was unknown, the chlamydial infection, oophoritis, ovarian cyst, blood loss anaemia, menstrual disorder and vulvovaginal mycotic infection had not resolved and the heavy menstrual bleeding, depression, anxiety, dyspareunia and fatigue was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, blood loss anaemia, chlamydial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: pregnancy (2011) (B)(4). Treatment received for pain, bleeding, psych injury, bladder and urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: total bilateral occlusion. Imaging procedure: on (B)(6) 2009: no patency. Pregnancy test: on an unknown date: positive. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, ovarian cyst, menorrhagia. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (termination)"), chlamydial infection ("cinfections/infection (bladder/urinary tract/vaginal) type: chlamydia") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst") in a 36-year-old female patient (gravida 5, para 4) who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida and parity 4. Concurrent conditions included uterine fibroid and intramural leiomyoma of uterus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant), anaemia ("other injury(ies) or complication please describe: anemia due to heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), fungal infection ("infections/infection (bladder/urinary tract/vaginal) type: yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdomen area pain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopy bil. Salpingectomy, tubal ligation, oophorectomy (one side removal of ovary)) and surgery (oophorectomy (one side removal of ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, chlamydial infection, menstrual disorder, fungal infection, vaginal haemorrhage, menorrhagia, anaemia, depression, anxiety, dysmenorrhoea, dyspareunia, ovarian cyst, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anaemia, anxiety, back pain, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received- lot number added.pregnancy history added events: pregnancy (termination) (B)(6) 2015, abnormal bleeding (vaginal, menorrhagia), yeast infection, chlamydia, depression, mental anguish, anemia due to heavy bleeding, ovarian cyst, dysmenorrhea,), abdominal pain, back pain added. Concomitant disease, reporter address added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), chlamydial infection ('infections/infection (bladder/urinary tract/vaginal) type: chlamydia'), oophoritis ('infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast infection'), ovarian cyst ('other injury(ies) or complication please describe: ovarian cyst') and blood loss anaemia ('other injury(ies) or complication please describe: anemia due to heavy bleeding') in a 34-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/no patency". The patient's medical history included oophorectomy on (B)(6) 2013, pregnancy on (B)(6) 2011, multigravida, parity 4 ((B)(6) 1995, (B)(6) 1996, (B)(6) 2009, (B)(6) 2011), macrosomia, dermoid cyst of ovary, menometrorrhagia and borderline serous tumor of ovary. Concurrent conditions included uterine fibroid, intramural leiomyoma of uterus, anemia, yeast infection, vaginitis, polymenorrhoea, lsil, menstruation abnormal, menopause, tracheal squamous cell metaplasia, anaemia of chronic inflammation, uterine bleeding, oophorectomy, pelvic adhesions, gastric bypass and hemostasis. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), eszopiclone (sono), ibuprofen, ibuprofen (motrin) and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), 28 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infections/infection (bladder/urinary tract/vaginal) type: ovarian yeast"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant) and blood loss anaemia (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (termination)"). On an unknown date, the patient experienced oophoritis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("abdomen area pain"), back pain ("back area pain/ back lower area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (oophorectomy (one side removal of ovary and total laparoscopic hysterectomy / bilateral salpingectomy, possible unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the pregnancy with contraceptive device outcome was unknown, the chlamydial infection, oophoritis, ovarian cyst, blood loss anaemia, menstrual disorder and vulvovaginal mycotic infection had not resolved and the menorrhagia, depression, anxiety, dyspareunia and fatigue was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, blood loss anaemia, chlamydial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: pregnancy (2011) (B)(4). Treatment received for pain, bleeding, psych injury, bladder and urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: no patency. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, ovarian cyst, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the events ¿bladder problems¿, ¿urinary problems¿ ¿bladder infection¿, ¿urinary tract infection¿, ¿vaginal infection¿ and ¿vaginal discharge¿ were added.the events ¿pelvic pain¿, ¿vaginal haemorrhage¿, ¿abnormal bleeding (menorrhagia)¿, ¿dysmenorrhea (cramping)¿, ¿abdomen area pain¿, ¿back pain¿ were recovered. Reporter information was added. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.